Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: failure to cross to treat perforation. Time of device issue: during the procedure. Adverse event: coronary artery bypass graft (CABG) surgery. It was reported that 3 xience v stents did not cross the lesion, but 2 other xience stents did cross. Then a non-abbott stent was used and would not cross. During the failed cross attempt of the non abbott device, a perforation occurred in the mid right coronary artery. A graftmaster stent was used to treat the perforation; however, it would not cross. The pt was sent to surgery for CABG the next day. Reportedly, the pt was fine post surgery. No add'l event or pt info is available.